Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had multiple complaints about the surestep foley tray system that they had in stock. Stated that the main concern was foley bag not draining effectively and the nurses have to put the bag on the floor in order to get it to drain. It was stated that this was a concern when doing surgery as the provider were finding full bladders possible leading to one injury so far. While putting the bag on the floor was helping, it was absolutely against all infection control standards.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer had multiple complaints about the surestep foley tray system that they had in stock. Stated that the main concern was foley bag not draining effectively and the nurses have to put the bag on the floor in order to get it to drain. It was stated that this was a concern when doing surgery as the provider were finding full bladders possible leading to one injury so far. While putting the bag on the floor was helping, it was absolutely against all infection control standards.

Event description:
It was reported that the customer had multiple complaints about the surestep foley tray system that they had in stock. Stated that the main concern was foley bag not draining effectively and the nurses have to put the bag on the floor in order to get it to drain. It was stated that this was a concern when doing surgery as the provider were finding full bladders possible leading to one injury so far. While putting the bag on the floor was helping, it was absolutely against all infection control standards.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "static/ positive air pressure". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.